Manufacturer narrative:
Block b3: exact date unknown, event occurred last few months ago from date manufacturer was made aware.

Event description:
It was reported that the patient underwent an implantable pulse generator (ipg) revision procedure due to the ipg not charging fully and ipg site heating up during charging. The patient was doing well postoperatively. The explanted product was disposed by the medical facility.